Event description:
The customer reported that the insulin pump had a frozen screen. Advised the customer to let device to rest for 45 minutes and call back if the frozen screen still continues. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.